Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the provided pictures identified the device had fractured off at the weld. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the picture of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported during the surgery when back hammering the straight exact handle broach, the handle broke and the strike pad broke, luckily no pieces of the products fell into the patient, and the broken pieces were retrieved, and the surgery was carried on using another instrument. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: jordan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted